Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the noisy image occurred due to a deformed plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope had a noisy image. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the h4 date of manufacturing of the device. Updated field: h2, h4. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.